Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported cowl was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a clip opening while locked. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The first clip was implanted with no reported issue. Another clip was placed on the mitral valve. The clip passed the first establishing final arm angle (efaa) test. After removal of the lock line, the clip opened about 20-40 degrees. The clip was then deployed. The clip was stable on the leaflets and mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.